Event description:
The catheter separated, requiring a replacement. Required another general anesthetic to put in another cvc. The internal intima separated from the outer lumen of the catheter. This separation was carefully covered with chlorhexidine swab and gauze, until physician was able to assess. No added stress or tug with the line when separation occurred.

Manufacturer narrative:
No product was returned to assist with our investigation; therefore, we are not able to determine with certainty the root cause of this event at this time. An "information for use" booklet is provided with this device that includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. Our quality control department verifies the fittings are securely attached to this device and that all glue joints are tapered and secure 100% prior to further processing. They also confirm the taper is smooth and that the overall catheter surface is clean and free of imperfections or damage. Nevertheless, in an effort to minimize further occurrences the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.